Manufacturer narrative:
Age at time of event: 18 years if age or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter stuck on wire occurred. Vascular access was obtained utilizing an ipsilateral retrograde approach. The totally occluded target lesion was located below the knee. During a procedure, a rubicon¿ 14 guide catheter was selected for use. After the physician advance a guidewire, rubicon¿ 14 was inserted and advanced. However, it was noted that the rubicon¿ 14 was stuck on guidewire at midway of the target lesion. The physician withdrew the rubicon¿ 14 and checked it. It was then noted that the rubicon¿ 14 was kinked. The procedure was completed with another rubicon¿ 14 guide catheter. No patient complications were reported and the patient's status was good.